Manufacturer narrative:
The suspect medical device was not returned for evaluation. The device was discarded at the account. The complaint could not be confirmed and the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The customer reports during a hiatal hernia [hh] repair followed by a transoral intragastric fundoplication [tif]. During the hhr procedure, the physician dilated the patient using an over-the-wire dilator [60f] device, and while no obvious resistance was noted, upon inspection by the endoscope, there was tearing noted in the esophagus caused by the inflation balloon. It was not deemed to be significant enough to abort the tif procedure however the tearing was observed throughout a significant portion of the lower esophagus. The tif procedure was completed with 4 firings in the posterior aspect, 3 firings in the anterior, and 3 firings in the greater curve area to complete a 285° fundiplication. No problems/issues were noted during the tif procedure. Post-tif procedure the physician ordered an egd. The physician noted a suspicious area toward the posterior aspect of the repaired valve. Looking at the inside view of the gej, the suspicious area could be a perforation. The physician confirmed the perforation and placed a clip in the suspected area along with four additional clips that were placed to address the perforation/tearing of the gej. The patient was stented and is doing well. No evidence of a device malfunction. The patient was kept overnight for continued observation.